Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise causing pacing inhibition with greater than two seconds of asystole. This inhibition caused the patient to experience dizziness. A high out of range pacing impedance measurement of greater than 2000 ohms and high thresholds were also observed on the rv channel. The rv lead was reprogrammed and remains implanted and in service. No adverse patient effects were reported.